Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the system triggered a c-34 error pointing to the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error on the system logs along with errors m-11, c-30, and c-38. The tse guided the customer through troubleshooting steps but the issue persisted. The customer did not have a back up third party generator or a secondary vision side cart (vsc) available. The tse suggested the customer to use the e-100 generator to proceed with the procedure. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-34 error. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.